Event description:
It was reported that the patient with this right atrial (ra) lead had an infection. A revision was performed and the pacemaker with the right ventricular (rv) lead, right atrial (ra) lead and previously capped rv lead were explanted. No additional adverse patient effects were reported. The ra lead was returned for analysis. Additional information from product investigation indicates that the allegation against the lead was not confirmed. Analysis of the returned product is not able to provide relevant information for infection-related allegations as pocket infection was known inherent risk of the device.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed as the reported allegations of infection with sepsis were known inherent risk of device. Analysis of the returned product is not able to provide relevant information for infection-related allegations. If information is provided in the future, a supplemental report will be issued.